Manufacturer narrative:
(B)(4). Batch # m53c14. Photographic analysis: six pictures were provided; first picture shows the handle of a device, with the trigger in closed position, second picture shows the anvil of a device with a blue cartridge loaded. From the third to the sixth picture a blue cartridge can be seen partially fired, with the lockout spring damaged, and some tissue stuck to the cartridge deck. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45b cartridge loaded in the device. The reload was received partially fired and with the lockout spring normal. In addition, cartridge b, 6r45b, was received, partially fired, with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, could not fire on the first firing, no blade no staples. Could not open the jaw, opened jaw manual with force. The surgeon tested device out of patient, and tried to fire, but still could not fire and could not open the jaw. Another like product was used to complete the procedure. There were no adverse consequences for the patient.